Event description:
It was reported that the bipolar part of the implant disassociated from the outer poly portion. It was reported that this impingement occurred when the patient abducted his leg to about 30 degrees. Original surgery was performed march 5th. Revision surgery was performed march 15th.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.